Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic head is broken was due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath, exhibited a broken ceramic head. There was no patient involvement. This is a customer inquiry received on 10-dec-2024 by olympus china from (B)(6) located in china. The inquiry has been initially received in chinese. According to the reporter, on (B)(6) 2024,the following issue occurred: poor sheath. Reportedly, this issue involves the following olympus product a42011a. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; this issue did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and chinese on (B)(6) 2024.